Manufacturer narrative:
Section d6b: explanted, give date is not known; however, patient had a revision. Section d10: concomitant products: equinoxe humeral head short 41mm (cat#: 310-01-41 / serial#: (B)(6). Equinoxe replicator plate 4.5mm o/s (cat#: 300-10-45 / serial#: (B)(6). Equinox square torque define screw drive kit (cat#: 300-20-02 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two years post initial left tsa, the 65 y/o female patient had a torn subscapularis tendon. The surgeon removed the humeral head, torque screw, and replicator plate. The stem was found to be well-fixed. The glenoid component was removed with all 3 of the peripheral pegs still attached. The glenoid component showed significant wear in the anterior-inferior aspect. The central cage was then removed from the glenoid. A competitor's device was then implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays and image received. The devices are not available for evaluation due to the explants are kept per company policy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. An additional reason for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.